Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse that she found a "broken wire" on a vns pt. The pt visited the nurse in clinic and upon integration ohms were above 10,000. The nurse referred the pt for x-rays and did not program the pt's vns off as recommended by the MFR due to caregivers not wanting the device off. Further info was received from the treating nurse indicating that x-rays are planned but will not be provided to the MFR due to pt confidentiality. No pt trauma or manipulation was reported to have caused or contributed to the event. At the moment, no interventions have been planned for the pt; however, the pt will be revised within 3 months.